Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 624499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines/headaches"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain") and back pain ("back pain"). On an unknown date, the patient experienced device expulsion ("expulsion"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, fatigue, headache, nausea, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain,bladder problems, uti. Discrepancy noted in insertion date (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: essure confirmation test (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs received new event abnormal bleeding (vaginal) and migraine headache were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 624499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In 2009, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines/headaches"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain") and back pain ("back pain"). On an unknown date, the patient experienced device expulsion ("expulsion"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, intermenstrual bleeding, psychological trauma, bladder disorder, urinary tract infection, fatigue, headache, nausea, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain,bladder problems, uti. Discrepancy noted in insertion date-(B)(6) 2008 discrepancy noted in insertion date: (B)(6) 2008 (discrepancy noted) per pif diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test(unspecified): bilateral occlusion. Lot number: 624499 manufacture date:2007-07 expiration date: 2009-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter information ,added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 624499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines/headaches"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain") and back pain ("back pain"). On an unknown date, the patient experienced device expulsion ("expulsion"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, fatigue, headache, nausea, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain,bladder problems, uti. Discrepancy noted in insertion date - (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test(unspecified): bilateral occlusion. Lot number: 624499, manufacture date:2007-07, expiration date: 2009-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.